Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye in a secondary procedure due to a refractive error post op, there was unexpected post op refraction. A new lens of the same model (za9003), with a smaller, 19.0 diopter was implanted. The patient was reported doing fine.

Manufacturer narrative:
A review of the manufacturing records for the intraocular lens were completed. Manufacturing record review identified one non-conformance report (ncr) associated with the production order. The ncr was reviewed and was not related to the reported complaint. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The lens met specification prior to release. Labeling review of the directions for use (dfu) were conducted and provides the physician with proper usage instructions and guidelines for handling and implantation of the lens. The reported issue, unexpected postop refraction, is referenced in the instructions, precautions and warnings. The intraocular lens (iol) was returned to the manufacturing site for investigation. The product was visually inspected. The lens was broken in half, and only one half was received and sent for investigated. The reported issue was not verified. A probable cause could not be evaluated with the received sample. Only half of the lens was received. The returned sample condition did not allow further investigation. All pertinent information available to abbott medical optics has been submitted.